Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump would not deliver insulin or rewind. Blood glucose level at the time of the incident was not provided. The caller reported that the device made the usual sounds, but the piston did not move during a rewind attempt. Caller also reported that the display was not functioning properly. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.